Event description:
Customer reported to a cue health inc. Tech support representative that his daughter got a positive reading on the cue covid-19 test 9:52 am jan 3 and then a negative pcr test at 10:30am same day. She had no symptoms. Customer provided reader sn (B)(4), cartridge sn (B)(4) and lot 20844e.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.